Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile and microscopic analysis as well as functional testing was performed on the device. Inspection of the outer and inner lumen and tactile examination of the entire extrusion identified that the shaft polymer extrusion was stretched near the port exchange and the inner lumen appeared collapsed within the balloon post deflation. The device was attached to an encore inflation unit however the balloon failed to deflate after reaching the rated burst pressure of 14 atmospheres. The device could be loaded and tracked over a 0.014'' guidewire without issue. No other device issues were identified.

Event description:
Reportable based on device analysis completed 18oct2024. A 2.00 x 20 mm agent dcb was advanced to the lesion site and pressure was applied to inflate the balloon. The balloon failed to expand and was removed from the body. It was determined that the inflation port of the device was defective/blocked. The procedure was completed with another device and no patient injury occurred. However, device analysis revealed a failure to deflate.